Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 134 mg/dl at the time of the call. The customer experienced low blood glucose of 49 mg/dl possibly due to an accidental bolus. The customer was assisted with trouble shooting and was educated on the recovering the patients sensor settings as well as reviewed the customer's insertion technique. The customer was advised to monitor their sensor device and to call back if they had any further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.